Event description:
Patient had a cystoscopy and fulguration of bleeding. Bugby cautery was used during the procedure. Patient was plating with valleylab cautery grounding pad on right lateral thigh at start of case. Procedure was completed. Upon removal of grounding pad, rn noticed that there were two round discolored marks on the sticky part of the grounding pad. The patient's thigh was clear and dry. There was no redness noted. Site was also checked by the urology resident. All packaging was removed from service and given to or nursing manager who then gave device and packaging to risk management. Rem polyhesive adult cordless patient return electrode is available for evaluation and clearly shows discolored circular marks.